Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 53 mg/dl at the time of the incident and was treated with soda. The customer tried to change the new sensor and the first was showing no signal. So they removed it, the second was not connecting and showed no device found. The transmitter was not programmed into the insulin pump. The customer declined troubleshooting for low blood glucose and stated that they had carbohydrates. The insulin pump will not be returned for analysis.